Event description:
It was reported that during a lap dixon procedure, the distal part formed as proper, but proximal part was malformed. Then reloaded another tr45g to complete the or. There was no adverse pt consequence.